Event description:
Caller reported her device was recalled in 2011. Device was initially implanted at (B)(6) clinic in (B)(6) by dr. (B)(6) and dr. (B)(6) to treat a brain aneurysm. Two months later, in (B)(6) 2009, they implanted a second coil to treat another aneurysm. Caller stated since the devices were implanted, she has been suffering from pain, vision impairment, headaches, "psychological issues". Caller is currently seeing a psychiatrist, high blood pressure, neck pain, imbalance, hallucinations, slurred speech, bone deterioration at implant site and memory loss.